Event description:
The device was found to be missing a chip of material, posing the risk of a small component being lost in a surgical site, during sterile processing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information: follow-up report submitted to document device evaluation results. Product not available for evaluation.

Event description:
The device was found to be missing a chip of material, posing the risk of a small component being lost in a surgical site, during sterile processing at the user facility. There were no adverse consequences related to this event.